Manufacturer narrative:
Additional information added to h2, h3, h6 and h10. H10: the device was not received for evaluation; however, the event history log was reviewed. Per the log review, treatment started on (B)(6) 2023 at 15:35:46, and was run with extracorporeal membrane oxygenation (ECMO). Ten minutes after treatment started, the pod repositioning sequence started, the effluent pod was successfully repositioned. The next pod should have been the return; however, the pod reposition sequence remained active for too much time (more than half an hour) causing the alarm b0916 (sequence pod_reposition was active for longer than expected). The return pressure when the alarm was sounded was higher than 300 mmhg. After this alarm, the machine performed successfully. However, when the pod repositioning was activated again, it remained active for too long, causing the b0916 alarm again. Also, it should be noted that ECMO is an off-label use of prismax machine. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately two hours into continuous renal replacement therapy (crrt) using a prismax machine, a prismaflex st60 set and an extracorporeal membrane oxygenation (ECMO) system, the alarm b2222: (system reset occurred) was triggered. The treatment was ended and the extracorporeal blood was not returned to the patient with a blood loss of 97 ml. The patient required an unspecified number of blood transfusions. No additional information is available.